Event description:
A peritoneal dialysis (pd) patient reported that there was an overfill event during cycle one of the pd treatment. The patient said that the cycler moved on to treatment before proper drainage in 0 cycle. The patient had a drain that was 229% of the fill volume during cycle one. Technical service explained the drain logic associated with drain 0. If the patient encountered further issues the patient would call back. In a follow up, the patient verified there was no harm, adverse event or intervention associated with the overfill. The patient has been using the cycler ever since the event with no further problems encountered.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was an overfill event during cycle one of the pd treatment. The patient said that the cycler moved on to treatment before proper drainage in 0 cycle. The patient had a drain that was 229% of the fill volume during cycle one. Technical service explained the drain logic associated with drain 0. If the patient encountered further issues the patient would call back. In a follow up, the patient verified there was no harm, adverse event or intervention associated with the overfill. The patient has been using the cycler ever since the event with no further problems encountered.